Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead exhibited low impedance and high capture thresholds; clavicular crush damage was suspected. The lead was capped and replaced. No patient symptoms or additional information was reported.